Event description:
The pt was found unconscious. She was taken to the ER and her blood glucose was 34 mg/dl. She was given an IV and kept overnight. She states that she tested her blood glucose on the suspect device and took her insulin dosage based off of the suspect device reading.